Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting premature battery depletion. The ipg was explanted. Information was also received that states the patient was regularly using diathermy. Cpi physician's manual #352035-002b, page 25, states: therapeutic diathermy equipment should not be used directly over the pulse generator since localized heating may damage internal components. Constant monitoring of cardiac activity is recommended if diathermy must be used.